Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8944dh driver would not fit together with the screw. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion or over-torquing/over-engaging the inserter within the screw during use. (B)(4). To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use